Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer did not think that the blood glucose level was impacted as the occlusions were addressed quickly. As the occlusions had occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be performed by tandem technical support.